Event description:
The customer reported elevated cancer antigen (ca) 19-9 results for 2 patients involving unicel dxi 800 access immunoassay system. This report refers to patient number 1. The elevated result was not released out of the laboratory.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer stated samples no longer produced false results. The customer reported quality control (qc) was within specifications and after switching to a new reagent pack, there were no further issues. The customer did not report any change in laboratory practices. The customer stated further data will not be provided. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch reported is related to mdrs 2122870-2011-00294 and 2122870-2011-02995.